Manufacturer narrative:
The subject programmer followed the normal repair workflow and was returned back to the field.

Event description:
Reportedly, the programmer intermittently goes into a boot loop during interrogation and is not usable.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the programmer intermittently goes into a boot loop during interrogation and is not usable.

Event description:
Reportedly, the programmer intermittently goes into a boot loop during interrogation and is not usable.